Manufacturer narrative:
A4, a5, and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the left femoral artery in a 75-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e. The patient's comorbidities were unknown. This event was not attributed to the impella device, but the complaint was entered because the patient died while on support. The patient was documented as dnr prior to the central line procedure but was temporarily made full code for the procedure. The patient coded during the procedure but was stabilized. A call was later received regarding a persistent yellow suction alarm. The registered nurse reported that the p-level had been reduced and fluids administered. After the procedure, the code status returned to dnr. The patient experienced runs of ventricular tachycardia throughout the day but stabilized. The patient later developed sustained ventricular tachycardia overnight and ultimately passed away under dnr status while still on impella support. The patient expired on support. The tachycardia is consistent with the severity of the underlying ami/cgs, advanced hemodynamic instability, and the patient¿s critical clinical condition. The cardiac arrest is consistent with profound cardiogenic shock physiology and the patient's unstable cardiac state. The death is most likely attributable to the underlying ami/cgs and refractory hemodynamic collapse associated with scai shock stage e.

Manufacturer narrative:
B1 product problem was inadvertently omitted on the initial manufacturer device report. B5 revised to reflect additional information received from the clinical site.

Event description:
Clinical narrative (updated): an impella cp device was inserted via the left femoral artery in a 75-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e. The patient¿s comorbidities were unknown. This event was not attributed to the impella device, but the complaint was entered because the patient died shortly after support ended. The patient had a documented dnr order prior to the central line procedure but was temporarily made full code for the procedure. She coded during the procedure but was stabilized. A call was later received regarding a persistent yellow suction alarm. The registered nurse reported that the p-level had been reduced and fluids administered. After the procedure, the code status returned to dnr. The patient experienced multiple runs of ventricular tachycardia throughout the day but stabilized. She later developed sustained ventricular tachycardia overnight. When the patient was transitioned to comfort-focused care, the impella pump was removed, and she ultimately passed away under dnr status. The tachycardia is consistent with the severity of the underlying ami/cgs, advanced hemodynamic instability, and the patient¿s critical clinical condition. The cardiac arrest is consistent with profound cardiogenic shock physiology and the patient¿s unstable cardiac state. The death is most likely attributable to the underlying ami/cgs and refractory hemodynamic collapse associated with scai shock stage e.

Manufacturer narrative:
Added: d3 (manufacturer fax). Corrected: d4 (serial and catalog). Tachycardia/cardiac arrest: the cause of the injury was not determined due to insufficient clinical details. Low or blocked pump flow: the cause of low pump flow/suction alarms was not determined due to inconclusive evidence per data log review and since product was not returned.